Manufacturer narrative:
Additional code added to section h6 evaluation code result. Correction to initial report (due to part return) section h6 evaluation code conclusion - remove d02 and add d302 component code - remove g02005 and add g0201205 and g02034. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported during installation verification that this 980 ventilator failed the backup ventilation (buv) test during the extended self-test (est) and generated a serial number mismatch. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue and replaced the exhalation valve assembly (eva) and inspiratory flow module (ifm) printed circuit board assembly (pcba), and to correct the serial number mismatch, sp reloaded software and option code. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. One eva was returned to medtronic for failure investigation. The returned eva was visually inspected and functionally tested with no malfunction or product deficiency observed. One ifm pcba was returned to medtronic for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The ifm pcba was installed on test ventilator and powered on. The unit failed atmospheric pressure calibration followed by mix leak test and circuit pressure test. After a thorough investigation, a faulty ps3 and so1 in the ifm pcba was identified. If an so1 failure were to occur while in use on a patient the ventilator would enter backup ventilation (buv). The cause of the event was identified as a faulty ps3 and so1 in the ifm pcba. There is an existing previous internal investigation regarding the so1 issue. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Issue identified during product analysis. Medtronic conducted an investigation based upon all information received. It was reported during installation verification that this 980 ventilator failed the backup ventilation (buv) test during the extended self-test (est) and generated a serial number mismatch. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue and replaced the exhalation valve assembly (eva) and inspiratory flow module (ifm) printed circuit board assembly (pcba), and to correct the serial number mismatch, sp reloaded software and option code. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. The components have been returned and analysis performed. Additional medwatch report will be submitted once the full investigation is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported during installation verification that this 980 ventilator failed the backup ventilation (buv) test during the extended self-test (est) and generated a serial number mismatch. The ventilator was not in use on a patient at the time of the reported event.